Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: the pump history showed that the pump was manually suspended multiple times. The recorded total daily doses added up to the expected amount in the pump history. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced high blood glucose while on insulin pump therapy. The reporter did not provide blood glucose measurement or report any symptoms suggestive of hyperglycemia. Animas customer support confirmed that 911/emergency protocol had been activated for the patient¿s alleged high blood glucose. No additional information was provided. The reporter was unwilling/unable to perform troubleshooting of the pump with animas customer support. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond to these attempts. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy requiring 911/emergency service provider assistance. If additional information becomes available, animas will report as applicable.